Manufacturer narrative:
The events of this complaint are also related to patient identifier (B)(6). The event of lymphoma-alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reporter has declined to provide allergan further information regarding event, product, or patient details. Reason for reoperation: physical pain and suffering, mental anguish, including diminished enjoyment of life, as well as economic loss, including financial expenses for medical care and treatment.

Event description:
Patient representative reported "bia-alcl, physical pain and suffering, mental anguish, including diminished enjoyment of life, as well as economic loss, including financial expenses for medical care and treatment." No pathological markers have been reported for event of bia-alcl. The events of "suffering, mental anguish, diminished enjoyment of life, economic loss," are considered not device related. The device has been explanted.